Event description:
During peripheral procedure, a pronto v3 was opened and during preparation for use found the device to be "gummed up" and unusable. The device was placed to the side and never entered the patient. A different pronto v3 was opened and found satisfactory and used.